Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he cannot calibrate his sensor. The customer stated his blood glucose was above 400mg/dl. The customer was advised that the blood glucose won¿t calibrate when the blood glucose is above 400mg/dl. The insulin pump will not be returned for analysis.